Event description:
The enteral wallstent was placed across a stenosis in the sigmoid colon. There was compression caused by extrinsic ovarian cancer. The stent placement was uneventful. On day post-implant, the pt was presented with pain in the rectum. Upon examination, the stent was visualized at the anal sphincter. The physician will attempt to remove the stent at a later date.